Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when there was no image displayed on the device with model 180 scope. The evaluation found the image issue was due to a faulty patient printed circuit board (pcb). Additionally the evaluation found a power switch that was difficult to operate and had cracks, a worn out video connector latch causing poor connection with pigtails, corrosion on the top cover and chassis, and peeling on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus they were not receiving any images from their evis exera iii video system center when connecting model 180 scopes. The issue was during preparation for use in a diagnostic colonoscopy procedure. The procedure was moved to a different room and a third-party device was used to complete the procedure. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a defect in the patient board set led to the malfunction, resulting in the issue of no image. Olympus will continue to monitor field performance for this device.